Event description:
It was reported to siemens that an incident occurred while operating the somatom x.ceed CT-system. During a stroke examination of an 82-year-old male patient, the patient was restless and difficult to position. The perfusion scan including contrast medium was performed three times. Because the customer could not evaluate the data manually, neither after three scans, an additional MRI examination was performed to rule out a stroke. The three scans took about 28 minutes, which is rated as the delay in diagnosis for the patient. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be related to use. Diagnostically usable CT image data was correctly acquired in all three scans and could have been evaluated. The CT system functioned as specified. No further corrective or preventive actions for the device are required.